Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report an error on universal surgical manipulator (usm)2 and the arm was disabled. Customer performed a power cycle and arm1 and 3 started faulting. Tse had customer power down again and move arm 2 to the column when they were unable to disable arm2. Customer brought the system back up and was now able to disable arm 2 but the surgeon converted the case to laparoscopy. System logs showed an 319 fault on acc in usm2. The procedure was completed laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that they did have to convert to laparoscopic, but they are unaware of the details because they were not present while the procedure was being performed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs, the 319 error was found indicating node 186 is not present at startup, node name: axes controller carriage (acc) in armnet2 usm on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixed test platform (pftp) where fiber was found to be failing on rolling loop. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Probable root cause can be attributed to the rolling loop fiber assembly.